Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012; product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed the catheter body had dark residue occlusion in the dispensing holes related to the event. The catheter body also had a compressed area.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter was scheduled to be explanted in (B)(6) 2015. Catheter occlusion was not confirmed, as no troubleshooting was done. The patient was not receiving effective therapy. It was also noted that the complete system would be sent back for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that, on refill procedure, there was a significant volume discrepancy; expected volume 3 ml, actual volume 17 ml. The cause of the discrepancy was suspected to be a catheter issue; but had not been determined as the cause of the issue. No actions were taken as a result of the event, but ¿a troubleshooting procedure concerning the catheter tract¿ was to be done in the future. The pump remained ¿implanted ¿ out of service.¿ it was noted, that in hindsight, the patient did experience some symptoms that could have been explained by withdrawal symptoms; furthermore, pain complaints had increased. Patient symptoms or complications associated with the event included flu-like symptoms, which were specified as general malaise. It was also noted, that the patient had not come into the hospital on experiencing the flu-like symptoms several weeks prior, so withdrawal had not been definitively established; although it was very likely the cause of the flu-like symptoms. The patient¿s status was reported as ¿alive ¿ no injury.¿ the patient was receiving oral medication for pain management. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up rep ort will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient experienced an increase of pain since (B)(6) and "more rest morfine in the pump." Actions included a magnetic resonance imaging (MRI) scan; "dd 1: granuloma 2: hematoma." No catheter segments were left in the intrathecal space. The patient was getting better after the catheter revision. The delivery of morphine was being increased as it was decreased during the operation. Clarification was being requested to determine the MRI results. It remained unknown if the catheter misaligned. Should additional information be received a supplemental report will be filed. Please note, the following information which also involved this event was previously captured in manufacturer report # 3007566237-2015-00317: it was reported that the catheter was partially explanted due to the spinal/distal part being occluded/blocked. No diagnostic testing or troubleshooting was performed but reportedly would be in the future. The issue was reported as resolved but the cause was undetermined. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information was requested to verify event details such as how the issue was identified and the patient's current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 2014-12-16 communication follow-up description (for, hcp, rep): it was further reported that the pump rotor test was "ok"; the catheter was most likely occluded. The catheter was to be explanted; date was not known yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.